Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Other device used: catalog #unk, unknown zimmer stem, lot #unk- remains implanted. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to elevated cobalt levels after an MRI revealed a pseudo tumor with fluid in the joint space. A small amount of tissue and a bursa like material with a dark calcified material was removed. Black corrosion was noted inside of the femoral head and trunnion of the stem.

Manufacturer narrative:
Device was not returned so no product evaluation could be conducted. This device was used for treatment. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided and op notes. Revision op notes were reviewed and identified that the patient was revised due to adverse local tissue reaction secondary to tribocorrosion after total hip replacement. Substantial bursa soft tissue with an accumulation of pseudocapsule. Corrosion was observed at the base of the head where meets femoral neck. Black stain at femoral neck was cleaned off. Osteolysis was observed around the acetabular rim. A slime layer was observed under the liner and removed. X-rays were received and a review identified lucency along the greater trochanter of the left hip. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records and device evaluation. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A cocr femoral head 12/14 and a trilogy liner were returned. There are no allegations against the liner. Therefore, no visual evaluation or dimensional analysis was performed. Visual evaluation of the head identified the following : there was dark debris in the taper. The product had bio-debirs embedded on it. Nicks and gouges were present around the flat surface. No other damage was noted. Sem analysis revealed deposits on the taper surface, including circumferential band of deposits. Etching as well as light surface pitting were also visible on the taper surface. Quantitative eds analysis of the taper surface identified the following: 1) biological material containing some or all of c, o, p, s, and ca. 2) cocrmo substrate material showing elevated levels of cr, mo, and o, possible evidence of corrosion products. 3) titanium, possibly transfer from the stem taper. Eds analysis of the polished bearing surface of the head was consistent with cocrmo alloy. The returned product's evaluation does not change the final conclusions of previous investigation. The root cause remains unknown. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product name:m/l taper femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 13.5 extended offset; part: 65771101320; lot: 60908664. Update PMA/510k: for part: 00801804003 lot:61092952 510(k): k953337. For part: 65771101320 lot: 60908664 510(k): k161830.